Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test could not be performed due to the unresponsive buttons. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported that the insulin pump alarmed button error. Customer stated that the buttons got stuck and tried to remove and replace battery and still had issues with the buttons. Troubleshooting was done. Customer's blood glucose was 68 mg/dl. Customer stated that she was experiencing a low of 50 mg/dl as she checked her blood glucose again. Customer is a flight attendant and goes through the airports all day long and never had issues before. Advised that airport scanners are of high magnetic field and that button error can come about. Customer took 3 glucose tablets, snack and soda. Customer's blood glucose before the call was 61 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).